Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated at service center. The defect reported by the customer has been verified and repaired. The unit modified according to guideline of manufacturer / unit safety test performed according to manufacturer's final test procedure with reference accessories. Electrical safety test completed. Hipot test was completed. Functional test according to test procedure completed. The resistance value was out of specs and contacts of the keypad were found to be corroded. Hand control set was replaced. Motor was too loud, motor was found to be corroded and motor does not turn, motor replaced. Short circuit in the motor cable - motor cable replaced. Housing was leaking - handle was replaced. Preventive replacement of o-rings performed. The exact root cause is unknown. The possible root cause could be the fluid ingress into the motor compartment. The service history has been reviewed in lieu of the manufacturing record evaluation for this device since it was previously serviced. The device was last serviced on 02/27/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado handpiece with hand controls has an article defect.